Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer found that the muscle wire in slot 1 of the auxiliary half-height drawer 3.2 row tray was found loose. The cubie in e1 (1x3) on the left side was not seated properly. The system was powered off, and row trays e and d were rotated. The cubie in d1 (1x2) was seated completely and unaffected by the muscle wire. Hardware test application testing was passed. The pharmacist completed an inventory of medications in slot 1 of rows d and e in the auxiliary drawer 3.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary there was a drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.